Event description:
Physician reported rupture of left device diagnosed via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported, rupture of left device. Diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b e3 h6.

Event description:
The device has been explanted.

Event description:
Physician reported rupture of left device diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed. No further actions are required as the device was implanted.